Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to oversensing of noise that resulted in inappropriate atrial tachy response (atr) episodes. Upon interrogation, it was noted that lead was programmed to unipolar configuration. Another ra lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to oversensing of noise that resulted in inappropriate atrial tachy response (atr) episodes. Upon interrogation, it was noted that lead was programmed to unipolar configuration. Another ra lead was successfully placed. No additional adverse patient effects were reported. According to additional information, prior to lead extraction, this patient had symptoms of fatigue and shortness of breath with activity. No additional adverse patient effects were reported.